Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive. The hard drive was removed and replaced, the flash was reloaded. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system would not boot up.